Event description:
It was reported that a patient was experiencing a rapid heart beat. Follow up with the patient's treating physician revealed that the cause of the increased heart rate was unknown. However, diagnostics showed that the patient's device was functioning properly. The physician has turned off the patient's device to see if the issue resolves.